Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received an unknown number of inappropriate shocks due to what is suspected to be supraventricular tachycardia. Boston scientific technical services was asked for the results of the device interrogation. This device remains in service. No additional adverse patient effects were reported.